Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro would not ligate. The hospital replaced two cables and the power supply without success. Finally, they replaced the hemopro device and were able to complete the procedure without further issues. Their cable had been sterilized only 3 times. The maquet territory manager, who was present during the case, stated that this hospital follows the IFU recommendations for cable sterilization. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: the visual inspection of the hot and cold jaw boots had signs of clinical usage and no non-conformities on the returned cable. Resistance measurements were within specification. The micro switch functioned properly when tested. The pre-cautery test results, using a reference hemopro cable, power supply and returned cable, showed that no electrical non-conformities were found on the device after several device activations under all scenarios. The device met electrical product specifications during this test. The reported failure was not confirmed. A lot history record review was completed for the product and there was no nonconformance associated with the lot number. (B)(4).